Event description:
I had silicone breast augmentation (B)(6) 2016. About a year and a half to two years after my surgery I started to notice I was becoming more lethargic and was experiencing some brain fog. My symptoms have progressed greatly since then and I now experience widespread body pain and was recently diagnosed with fibromyalgia. I only recently pieced together that this might have something to do with the breast implants or, bii. FDA safety report ID # (B)(4).